Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient stayed in the office until 17:00 with interrogation occurring every 15 minutes and the motor stall resolved. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (4 mg/ml at 0.2787 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had a magnetic resonance imaging (MRI) performed and 2 hours post MRI the pump was still stalled. The caller stated that the scanner was a horizontal closed bore scanner. It was reported that the pump was interrogated every 20 minutes but the critical pump alarm was still active and no motor stall recovery was present in the event logs. No symptoms were reported. No further complications have been reported as a result of this event.